Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited noise. The amplitude of the noise was too large to program around. No intervention was performed. Patient would be further monitored. The patient showed no symptoms.